Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were stuck inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the rec'd condition of the device, the reported complaint "seal remained inside the loading tool" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, when the delivery tool was removed from the loading tool, the heartstring iii proximal seal remained inside the loading tool. A new kit was used to complete the procedure. There were no pt effects. The product was returned.